Event description:
It was reported to covidien in 2009 that a customer had a problem with gauze sponge. The customer reported that the sponge in pack frayed and left bits of the thread in incision/wound. Surgeon had to pluck bits from incision.

Manufacturer narrative:
Submitted 2/11/2009. An investigation is underway; upon completion, the results will forwarded.